Event description:
Information received from the field does not address the patient's clinical status but notes that although the magnet rate showed 97.2 ppm, the remaining longevity showed 0 years. Subsequent measurement data readings were 2.74 v, 9 ua, 3 kohms with a magnet rate of 97.2 ppm and 2.44 v, 9 ua, 22 kohms with a magnet rate of 80.9 ppm.